Manufacturer narrative:
(B)(4).batch # t5cx00. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Manufacturer narrative:
Product complaint # (B)(4). MDR decision: malfunction. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable serious injury and is being considered a malfunction. Additional information was requested, and the following was obtained: did the surgery start laparoscopic and had to be converted an open surgery to complete? No. Please explain what is meant by ¿mistreated tissue¿. The surgeon was describing what happened to the tissue when the stapler was not opening. Due to this maneuver, a small piece of tissue which remain inside the stapler was torn apart, causing little damage that was repaired with suture. How was the device eventually removed from the patient? The surgeon had to force the stapler to open, by not achieving it, they had to take out the stapler (while articulated) with trocar. Was the same device used throughout procedure? Yes. Was buttressing material used? Yes. Was the patient care altered in any way due to the issue experienced with device? No. What is the current patient status? He was discharge without major complications.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Additional information was requested, and the following was obtained: in reference the 30 min of surgical delay: does the surgeon consider that the total surgical procedure lasted beyond what was expected due to the problem with the medical device? (No; yes and how long) yes. If the previous answer was yes: did the dose of anesthesia have to be increased / modified? (Na, no, yes) no. If the previous answer was yes: did the increase / modification cause harm / consequence in the patient? (Na, no; yes and clinical evaluation of the damage) what is the current status of the patient? (For example: discharged without consequences arising from the problem with the device, in recovery from surgery, continues to be hospitalized due to¿ etc.) No consequence. Will the product be able to be recovered for analysis? (No and reason; yes and return status) the product is sent for analysis how many ec60a staplers were involved in this case? 1 if more than one stapler was involved in this case, please specify the issue (s) that occurred with each one separately. Also, can you please explain more regarding the mistreated tissue? Did tissue trauma occur that required management? Clamp line reinforced with suture if yes, was it necessary to perform a laparotomy to address this issue? Yes. Please explain. If there was difficulty opening the jaws of the stapler (s), how were the jaws opened (anvil release button, red manual knife switch, jaws forced open, stapler cut from tissue, etc.)? Did the jaws of the stapler (s) eventually open? I don't know.¿ attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Did the surgery start laparoscopic and had to be converted an open surgery to complete? Please explain what is meant by ¿mistreated tissue¿. How was the device eventually removed from the patient? Was the same device used throughout procedure? Was buttressing material used? Was the patient care altered in any way due to the issue experienced with device? What is the current patient status?

Event description:
It was reported that the manual stapler was locked twice in the gastric bypass procedure. First at the beginning of the surgery, the cartridge was placed and passed through trocar into the cavity. The stapler did not open and had to shoot outside to open. Second case in whole anastomosis already with the tissue taken also did not open was mistreated the tissue had to be reinforced with suture.